Manufacturer narrative:
The customer reported to have resolved the problem by rebooting the device. No conclusion can be drawn aas conclusive repair info is unavailable at this time and no add'l svc info was provided by the customer.

Event description:
The customer reported that the sys experienced multiple 'control panel errors' and 'communication errors' resulting in an immediate loss of system functionality and an un-commanded shut down. There is no report of injury or death associated with this event.